Event description:
The customer obtained a false positive quality control result ((B)(6)) while using the vitros (B)(6) kit lot 6540 on a vitros eci immunodiagnostic system. A biased result of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No indication of performance issues were made when testing patient samples for vitros (B)(6). There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a false positive result was obtained when testing a negative control using vitros (B)(6) reagent kit on a vitros eci immunodiagnostic system. An ocd field engineer performed service actions to several analyzer subsystems to return the analyzer to expected performance. However, the customer indicated that calibration issues are being experienced. An analyzer related event cannot be ruled out as a contributing factor. Root cause could not be determined. The investigation is ongoing at the time of this report.